Manufacturer narrative:
D6b: the date of device explant is unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported a patient with cardiomyopathy was implanted with an impella 5.5 for mechanical circulatory support. During support, the patient was taken to the operating room for a ventricular septal defect repair (this issue was identified prior to impella placement). The heart was continuing to beat, and it was noted the cross clamp was not providing enough seal. The physician questioned the placement of the pump, where they were able to palpate, what they believe to be the motor of the impella device. They decided not to move the impella up out of the ventricle because it would not be appropriate for a good seal or cross clamp. The decision was made to push the catheter into the heart enough to cross-clamp and deliver the cardioplegia. That did work and the surgeon was reminded of the blunt tip and noted where it was within the ventricle. The ventricle was perforated. Once the left ventriculotomy was completed, it was noted that the impella was in the trebulae and the heart was empty. The procedure was completed without any issue. When going to place the graft, it was noted the impella was underneath the heart, and the pump was manipulated into the heart and patched. Post-procedure, the physician noted that the patient's aorta was short, and the only option was to either remove the impella or advance it further (advancing further was the chosen method). It was reported that the procedure was successful. Support continued with the implanted pump following the intervention.

Manufacturer narrative:
The investigation for the ventricle perforation has been completed. No product was returned. As per clinical information patient had vsd before impella use and patient had short aorta anatomy. Patient anatomical issues lead to likely ventricle perforation during support. The cause of the ventricle perforation issue was most likely patient condition due to patient anatomy issues per clinical information. The instructions for use for the impella 5.5 with smart assist for use during cardiogenic shock states the following: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿